Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 7 mg/ml dilaudid (hydromorphone) 1.25 mg/day. The reason for use was non-malignant pain. It was reported that the catheter was kinked, diagnosed by cap (catheter access port) aspiration and a revision. The caller stated that they had been finding high residual volumes in the pump since (B)(6) 2018. They attempted but were unsuccessful in aspirating through the cap. A revision was completed today ((B)(6) 2018). A piece of catheter was left in the patient¿s spine. At the revision surgery when they were trying to remove the catheter, it was either cut or broken and he could not retrieve it. A new catheter was placed. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-oct-10. It was reported that the dates of t he high residual volumes were not known. The cause of the kinked catheter was not determined. The volume discrepancies were resolved, as the pump and catheter were replaced. There were no further complications reported/anticipated.